Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer was unable to complete insulin pump rewind. Customer was able to clear the alarm. The drive support cap was normal. The insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.